Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 541 mg/dl, and was provided a manual injection for correcting the hyperglycemia. The customer has type 1 diabetes and was experiencing high blood glucose at the time of the call. No other prescription medications were taken for diabetes, and none that may affect blood glucose were reported. The customer was unable to troubleshoot further and was advised to contact their healthcare provider and follow IFU guidelines or seek medical attention and call back to continue troubleshooting. The pump underwent displacement, tubing fill, and self-tests and was confirmed to be working as designed. The event involved product(s) mmt-7841zn, mmt-431ag, mmt-1884l, mmt-7040a, mmt-342. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. The customer received a ¿sensor updating/value not available¿ alert and a ¿calibration not accepted¿ alert, and the sensor was not inserted in the recommended area. No product return is required. Troubleshooting of the transmitter confirmed it was functioning correctly, with no damage observed and all tests passed. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-431ag, mmt-1884l, mmt-7040a, mmt-342.